Event description:
Healthcare professional reported right side "intracapsular prosthetic rupture", "possible signs of extracapsular prosthetic rupture", and "presence of a thin peri-prosthetic fluid film from both sides (density ii according to acr)" detected via MRI. Healthcare professional later reported right side capsular contracture baker grade IV and "it was not necessary to analyze the periprosthetic fluid because it was minimal". Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "periprosthetic fluid."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, an opening assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Previous medwatch submission noted seroma. Upon further information, allergan has determined that the event of seroma did not occur.